Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that there has been an increase in false upstream occlusion alarm on the spectrum infusion pumps in (B)(6) hospital. There is no specific device associated with this issue. Any pt injury or involvement is unk.